Manufacturer narrative:
A tear was observed on the soft cannula. Fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The soft cannula was also stretched and measured out of specification. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 325 mg/dl while wearing the pod between 36 and 48 hours on the back. For treatment, manual injection was administered and changed out the pod. The pod was leaking.